Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise and oversensing. The system was reprogrammed to the secondary vector. This system remains in service. No further adverse patient effects were reported.